Manufacturer narrative:
The explanted device wast not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively.